Event description:
The pt reported experiencing intermittent e4 (occlusion) errors and sticking up/down buttons on the infusion device. She was advised to change the insulin cartridge, infusion site, and tubing to clear the e4. She stated she has changed the accessories, but e4 recurs. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.